Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00-1050-3570, 3.5 mm non locking cortical full thread screw, catalog number: 00-1050-3570, 3.5 mm non locking cortical full thread screw, unknown orthopediatrics 3.5 mm contour locking compression 16 hole femoral plate. Customer has indicated that the product will not be returned to orthopediatrics for investigation as it is currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2017-00024 and 3006460162-2017-00026.

Event description:
It has been reported following a femoral fracture correction procedure, three fully threaded non-locking cortical screws were found via x-ray, to be fractured. The patient has been scheduled for a revision procedure. No additional patient consequences have been reported.